Manufacturer narrative:
There is dried body fluid on the pigtail drainage catheter. A thin dry clear membrane along with dried blood is present inside the pigtail drainage catheter distal end. The membrane is fragile and appears to be an organic material spanning the entire opening and is surrounded by a ring of dried blood/ body fluid on the interior sides of the catheter. All the drainage sideholes of the catheter are open and no foreign material is visible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a occlusion occurred. A perivac pericardiocentesis kit was selected for a pericardiocentesis procedure. During the procedure it was noticed that the catheter was occluded the "distal tip is not well sucked because the hole is replaced". The procedure was completed with no patients complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a occlusion occurred. A perivac pericardiocentesis kit was selected for a pericardiocentesis procedure. During the procedure it was noticed that the catheter was occluded the "distal tip is not well sucked because the hole is replaced". The procedure was completed with no patients complications being reported.